Event description:
It was reported that during a supply change the cartridge connector leaked, with the user noting no drops past 75 units and stating they had overfilled the cartridge; after replacing supplies, the user dropped the pump and the cartridge released from the chamber, and the user stated the connector had not been fully secured. Symptoms included no adverse clinical effects. Outcomes included resumption of insulin delivery after guidance. Investigation included troubleshooting and user education on proper cartridge installation, rewinding the pump, securing the connector and infusion set, confirming drops, and reconnecting. Investigation of this case revealed user handling and use error, including overfilling the cartridge and incomplete connector engagement, which led to leakage and dislodgement of the cartridge from the chamber. It was concluded, based on previously established findings for similar reports, that the cause was user error related to cartridge overfill and improper assembly.